Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needs an MRI and they need to put the device in MRI mode. Caller said they were at the ER and no one knew how to work the external devices. Patient services reviewed how to connect to the implant. Caller was unable to connect with the implant and placed the communicator on the skin. They repositioned the communicator multiple times but caller still got device not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they were going to have the device taken out. Patient services emailed representative.